Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the investigation determined that a definitive cause for the reported defective device could not be determined; however, potential factors that could contribute to a defective device include, but are not limited to, poor visibility/radiopacity, incorrect size selection, inaccurate stent placement or stent uniformity. Based on the information provided and without the device to examine, a definitive cause for the reported defective device cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported the procedure was to treat a lesion in the right renal artery. The 5.0x15mm rx herculink elite stent delivery system (sds) was advanced into the 118cm guiding catheter however the sds did not reach the lesion as it was thought the length of the sds was shorter than specified of 135cm. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.